Manufacturer narrative:
One swan ganz pacing catheter was returned for evaluation. Report of would not capture was confirmed. Continuity testing confirmed a full open condition in the proximal circuit. The distal circuit was found to be continuous. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was broken at approximately 2cm proximal from tip. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No other visible damage from the catheter. The device history record review was completed and the product passed without any nonconformances. As per manufacturing process, there is a verification of the nickel magnet bifilar for delamination and the insertion of the wire into the catheter tube. Also, the procedure includes instructions to perform the soldering of the electrodes. A final continuity test is performed to the electrodes as per the procedure. The instructions for use indicates this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. For the vip bipolar pacing catheter, flush the infusion lumen with a sterile solution to assure patency and to remove air. If the infusion lumen is not to be used immediately, a sterile heparinized d5w or saline solution should be used intermittently to ensure patency. For all bipolar pacing catheters, check balloon integrity. Inflate to the recommended volume and check for major asymmetry and leaks by submerging in sterile saline or water. Precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Precaution: since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz pacing catheter would not capture. No additional details were available. There was no patient injury. The device is available for evaluation.